Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6).

Event description:
It was reported to philips that the heartstart xl defibrillators paddle electrode is damaged. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating a paddle failure. Based on the available information, the fse visited the customer site, evaluated the device, and confirmed that the device could not be charged or discharged. To resolve the issue, the hs ext sterilizable pdls (989803109771) were replaced. The device passed all testing and was returned to service. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective paddle. Further root cause was not determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse replaced the hs ext sterilizable pdls (989803109771) to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.